Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k code cannot be determined. (B)(4).

Event description:
It was reported that the patient experienced intermittent dizziness and the right ventricular (rv) lead exhibited suspected insulation damage, along with unstable rv stimulation impedance measurements, ventricular high-rate (vhr) episodes and short interval counts (sic). The rv lead remains in use, but will be capped and replaced. No patient complications have been reported as a result of this event.